Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 23 to 24 mm. Vessel morphology is unknown. The pt has a history of coronary artery disease, percutaneous transluminal coronary angioplasty, alcohol abuse and non-insulin dependent diabetes mellitus. It was reported that the bifurcated stent graft was pulled down during runner retraction and covered the right hypogastic artery. A 28 mm diameter by 3.75 cm length aortic cuff was implanted to ensure an adequate seal. Final angiogram demonstrated no endoleak. No clinical sequelae were reported.